Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital, therefore no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 10atms on the third inflation. The first inflation was at 6atms and the second inflation was at 10atms. The lesion being treated was located in the mildly calcified, moderately tortuous and 90% stenotic proximal left anterior descending artery. The procedure was successfully completed with another balloon. Patient status is listed as "good".